Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient saw an elective replacement indicator (eri) message. An impedance check showed that contacts 8, 11 and 13 were all over 10,000 ohms. The patient had effective programming around the impedance issue. The doctor was made aware of this issue and they planned on replacing the patient's battery but not their leads. No further complications reported.